Manufacturer narrative:
Conmed thermogard, single foil, dispersive electrodes are designed for use with electrosurgical generators during electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. The conmed thermogard dispersive electrode is for use with all patient populations providing there is sufficient surface area to ensure full contact of the electrode with the patient's skin. A DHR/lhr, device history record/lot history record, review was not accomplished for the actual lot number was not available. The possible lot numbers of this device within the end-user facility stock at the time of the event were either lot number 1303267, or, 1303077. A review of the manufacturing documents from the DHR/lhr for lots 1303267 and 1303077 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) used device was returned to conmed complaint handling center for investigation. The returned device was examined in the laboratory. A burn mark on the edge of the pad was observed during the investigation. The complaint product was attached to a system 5000 esu and a steel plate. The product registered properly with the system 5000 esu. The plastic tab was then dismantled and continuity check was performed with an electrical multimeter. No damage to the wire or crimp area was observed during the examination. No functional difficulties were observed with the device. No conclusive manufacturing related defects were observed with the device. The gel on the pad was slightly dried out prior to receiving at conmed complaint handling center; therefore, an in depth investigation of the device was not possible due to this sample condition. There could be multiple of possible causes either manufacturing or end user relates issue for this failure mode. Improperly assembled product could be a possible cause for this failure mode. In process inspections & visual checks are done to ensure proper production of the devices. Thus, any manufacturing related defects should be detectable prior to the shipping. DHR/lhr review confirms that product was manufactured per conmed approved procedures. In process inspection & visual checks were done to ensure proper production of the devices. No discrepancies were observed with the manufacturing documents, or, during the quality engineering investigation of this complaint. Other possible cause could be due to user related issue. The IFU, instructions for use, of the device indicates that, "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn or poor electrosurgical performance." It also specifies that, "power output should be limited to 300 watts for less than 60 seconds activation intervals in order to minimize the potential for patient burn. Always use the lowest power settings to achieve desired surgical effect." A primary skin irritation & skin sensitization testing were performed by the manufacturer of the adhesive used on the foam border. The gel and adhesive contained in dispersive electrode passed the biocompatibility tests and are considered biocompatibility for their intended uses. Possible cause for this failure mode could be improper pad site preparation prior to application of the dispersive electrode. The IFU, instructions for use, specifies, "prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly". Another possible cause for this failure mode could be the inability to achieve good pad adhesion to the patient skin. The IFU also specifies to, "apply electrode firmly ensuring full adhesion and contact with the patient's skin". The IFU warns the end-user that, "failure to achieve good skin contact by the entire adhesive surface of the dispersive electrode may result in electrosurgical burns or poor electrosurgical performance". The dispersive electrode reported as utilized in this incident was a single foil dispersive electrode. When utilizing a single foil dispersive electrode the alarm indicator on the esu will illuminate steady green to indicate the dispersive electrode is acceptably connected to the esu. The single dispersive electrode status/alarm indicator does not provide any indication of the contact quality between the single dispersive electrode and the patient. In addition the IFU provides proper power settings and activation times in order to minimize the potential for patient burns. A possible cause of this complaint could be improper dispersive electrode application during the operating procedure. It was indicated in the event description that patient position was changed during the surgery. A position change could cause the dispersive electrode to lift off from the edge and cause a burn to the patient. IFU specifies, "if the patient is repositioned, re-inspect dispersive electrode and all connections." Possible cause of the failure mode could be the dispersive electrode lifting up from the patient's skin during the surgery. The aorn, association of perioperative registered nurses, perioperative standards and recommended practices, recommended practices for electrosurgery, under recommendation vii states, "the single-use dispersive electrode should be placed on the patient after final positioning for the surgical procedure to prevent buckling of the electrode and to maintain good skin contact with the electrode. If any tension is applied to the dispersive electrode cord or if the surgical team repositions the patient, personnel should reassess the integrity of the dispersive electrode, its contact with the patient's skin, and its connection to the esu. If the patient is repositioned, personnel should verify that the dispersive electrode remains in full contact with the patient's skin to avoid burns resulting from inadequate contact with the dispersive electrode." A system 5000 esu was utilized during this event. The operating manual for the system 5000 esu states that, "safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment." The event description from the end-user states, "it was changed from supine position to beachchair position. The operator used system 5000; however, the output was weak from start. So the output level of cut and coag was changed from 30w to 40w. However the output was weak. The operator replaced the pencil and esu with new one. When replacing esu, the condition of placement of the ground pad was checked. It was normal. (It was not removing from the patient)." The system 5000 esu operating manual, section 1.1.3, cautions for use, states, "apparent low power output or failure of the electrosurgical equipment to provide the expected effect at otherwise normal settings may indicate faulty application of the dispersive electrode....do not increase power output before checking the obvious defects or misapplication of the dispersive electrode. Check for effective contact of the dispersive electrode to the patient anytime the patient is moved after initial application of the dispersive electrode." The IFU for the dispersive electrode also warns that, "difficulty in achieving cutting or coagulating energies requires evaluation. Stop. Do not proceed or increase power settings until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient, dispersive electrode adherence and integrity and the electrical generator and its connectors. Indiscriminate power increase may result in patient burns." The aorn, association of perioperative registered nurses, perioperative standards and recommended practices, recommended practices for electrosurgery, under recommendation IV states, " the most common cause of ineffective coagulation and cutting is high impedance at the dispersive electrode. Replacing the dispersive electrode provides an opportunity to examine the electrode and the patient's skin position." In my clinical opinion as a surgical registered nurse, with both the repositioning of the patient and the perceived weak output of the esu, removing and replacing the dispersive electrode on the patient in this reported event may have eliminated the cirmunstances that led to this patient receiving an electrosurgical burn. The inability to achieve good dispersive electrode adhesion to the skin, improper site preparation, and/or indiscriminate power increases on the esu are the most probable causes for this complaint. The complaint investigation has not identified any manufacturing defects during the quality engineering evaluation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.

Event description:
It was reported, "the left flank of the patient was burned during a surgery for removing a implant. He was hairy, so it was put on the left flank. It was changed from supine position to beachchair position. The operator used s5000, however, the output was weak from start. So the output level of cut and coag was changed from 30w to 40w. However the output was weak. The operator replaced the pencil and esu with new one and expc. When replacing esu, the condition of putting the ground pad was checked. It was normal. (It was not removing from the patient.) They found the burns of the patient when removing the ground pad after the surgery." Unsure of medical treatment given for reported third degree burn, 12 mm in size, left flank.

Manufacturer narrative:
The device is being returned to conmed corporation for evaluation; however, has not been received to date. Upon completion of the quality engineering evaluation a supplemental report will be filed. Not yet received at conmed.